Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was recently released from the hospital. The customer also requested assistance with programming their insulin pump. The customer reported a high blood glucose incident where their blood glucose rose to over 600 mg/dl. Customer stated their blood glucose was 269 mg/dl at the time of the call. Customer also reported a no delivery alarm. No additional information provided.